Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringes was missing the needle shield in the package, and the device experienced a sterile breach. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringes was missing the needle shield in the package, and the device experienced a sterile breach. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned photos of 1cc, 6mm, 31g syringes in a poly bag from lot # 7240675. Customer states that there was a short puncture accident with a syringe that came in its packaging without a needle shield. The attached photos were examined and exhibited one syringe in the poly bag with the shield off and separated in the bag with the cannula exposed. Since the cannula was exposed, a needle stick could occur. A review of the device history record was completed for batch# 7240675. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200713211, 200712839, 200713093] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick (before use) and missing needle shield on lot # 7240675. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.